Event description:
The patient had surgery to remove a tumor 12 days ago. The patient's health care professional (hcp) had turned up the pump so that the patient would not need pain pills. Ten dates after surgery the patient seemed like he was senile-crying, yelling and they couldn't get a pulse or blood pressure reading; the patient was very incoherent. The patient was admitted to the hospital. The patient's status was reported to be "fair". They were encouraged to contact the patient's hcp. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.